Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, a dissection was identified post insertion of the arterial sheath of the enroute transcarotid neuroprotection system (nps), requiring additional intervention. An enroute transcarotid neuroprotection system was selected for use in the right sided tcar procedure. Sluggish flow through the nps was identified after insertion of the arterial sheath. A dissection was discovered while the physician attempted to cross the lesion with 0.014" guidewire. The dissection was repaired with a patch and the procedure was completed.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, a dissection was identified post insertion of the arterial sheath of the enroute transcarotid neuroprotection system (nps), requiring additional intervention. An enroute transcarotid neuroprotection system was selected for use in the right sided tcar procedure. Sluggish flow through the nps was identified after insertion of the arterial sheath. A dissection was discovered while the physician attempted to cross the lesion with 0.014" guidewire. The dissection was repaired with a patch and the procedure was completed.